Manufacturer narrative:
Product ID: 5076-45, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant, the right atrial (ra) and right ventricular (rv) leads had high thresholds and a chest x-ray confirmed they were pulled back with inadequate lead/tissue interface. An ra lead revision was attempted, but the helix was unable to retract due to tissue on the helix. The ra lead was explanted and replaced. The rv lead was revised to add more slack and remains in use. No patient complications have been reported as a result of this event.